Event description:
Alleged none of the bed function will operate and when he unplugs the p1 connector of the fib board, the foot will rise unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom attempts to determine the resolution of the alleged malfunction.